Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was "was placed (B)(6) 2011". The patient experienced numbness in their right foot and it was "going up their leg." Their left leg was affected also "but not as bad". Per patient "both legs from the knee to ankle are hard as a rock". Per patient they "have little feeling in right foot" and also having "a lot of pain in lower back. My leg and feet problem started shortly after the pump was implanted". Per patient "I am also passing out, this started about a month ago". It was also reported "physically something is wrong". Additional information has been requested but was not available at the time of this report.